Event description:
Pt underwent dviu, cysto, tur bladder neck, prostate, and external urethral bladder. Post-op, the pt developed clot, urinary retention and returned to or for suprapubic cath placement. 3 days later pt had persistent extravasation of urine from the incision. Contrast study suggested perforation. Return to surgery 7/12 for repair of perforation and placement of ureteral stents. Hosp is not sure exactly which device was used in this specific procedure. They don't believe, however, there was any device problem. Pt was discharged on 7/25/97.